Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an thrombectomy interventional procedure due to an ischemic stroke (ictus) using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed when the needle plunger was removed after deployment. When an attempt was made to retract the foot of the device, the foot could not be closed, although the lever was closed completely, and the device could not be removed from the patient anatomy. Attempts were made to open and close the lever in order to retract the foot; however, this was unsuccessful. A vascular surgeon was called in and cut down surgery of the artery was performed to remove the device. Upon removal it was found that the foot of the prostyle device had completely separated from the device and the guide was separated. All portions of the device were removed from the patient anatomy. There was a clinically significant delay in the procedure or therapy due to the need for the cut down surgery. The patient remained hospitalized due to the stroke.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The guide break and failure to cycle (cuff miss) were confirmed. The foot separation could not be confirmed; the additional pieces are most likely the separated guide halves. The difficult to open or close, entrapment of device could not be confirmed as they are related to operation circumstances and cannot be evaluated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The cause of the reported guide separation, difficulty to open or close, entrapment of device, and failure to cycle are due to the circumstances of the procedure. In this case, it is likely the guide break occurred during insertion, due to either an interaction with the patient anatomy, (no femoral imaging taken), and or due to the inability to maintain position/stability or maintain correct angle of insertion of the device during deployment and or manipulation or rotation of device with the foot deployed. This is evidenced by the reported cuff miss and subsequent difficulty to close the foot and difficulty removing the device requiring surgical intervention. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.